Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, during the morning the cgm displayed 12.0 mmol/l and there was no bg taken. The patient decided to drink apple juice and self-treated with a manual insulin dose through their pump. After a few minutes the patient lost consciousness and experienced seizures. An ambulance was called, and the patient was taken to the hospital. As soon as they arrived at the hospital the emergency room nurse took a bg reading which was 6.0 mmol/l and the cgm reading was 12.0 mmol/l. The patient was treated with paracetamol (as the patient bit his tongue during seizures) and they performed a CT scan. There was no treatment documented for hypoglycemia. No other medication was provided. The cgm readings came back to normal. The patient was discharged at 8:00 pm. At the time of the report the patient was good. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values taken at the hospital fall within the c zone of the parkes error grid. No additional patient or event information is available.